Event description:
Rptr complains of hard white pimples on forearm, red spider web varices on face and chest, dry vagina, hands turn white in cold, joint swelling and tenderness, muscle ache, pain and weakness, photosensitivity, sleep disturbance, easy bruising, colon problems, and nose ulcers.